Event description:
It was reported that after an initial bunion surgery, the medial plate and four screws were removed during a revision surgery on (B)(6) 2025 due to pain while wearing shoes. The patient's bones were completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, the medial plate and four screws were removed during a revision surgery on (B)(6) 2025 due to pain while wearing shoes. The patient's bones were completely fused/healed. Additional information indicates the patient had thin skin in the area of the medial plate, which the surgeon believes contributed to what the patient experienced. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause cannot be determined based on the available information and without return of the device. However, the patient's thin skin may have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site.